Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was used in a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during procedure, a popping noise was heard when the physician depressed foot pedal to engage the laser and the fiber broke outside the patient. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.